Manufacturer narrative:
(B)(4).

Event description:
It was reported that during power on, the ventilator generated an error which rendered the ventilator inoperable. The device was not connected on a patient at the time of the event occurred.

Manufacturer narrative:
Covidien reference number: (B)(4). A non-covidien service engineer (se) inspected the device and was not able to duplicate the reported issue. The device was returned to use.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.